Event description:
Reportedly, after the second application of the device, the jaw could not be released from the clip and the tissue. The handle was squeezed several times and the device became jammed. The device was removed by force which resulted in trauma to the blood vessel. Procedure: cholecystectomy.